Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a esophagectomy the stapler could not mate with the oral anvil, they had to remove the original anvil then purse string in another orvil anvil. A new stapler and oral anvil was used to complete the case. The surgical time extended 30 minutes or more due to the product problem.